Event description:
The customer reported being hospitalized due to low blood glucose of 33mg/dl. The customer stated that she went for a dental cleaning, had x-rays, and became unconscious. The customer had congestive heart failure and she was taking a medication, which have caused her glucose level to drop. Troubleshooting was performed. Reviewed the programming, and it was correct. The reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned that she had high glucose before, and she bolused 10.0 units of insulin with the device, and then she took a manual injection of 5.0 units. Advised the customer to speak her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.